Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the insulin pump was 183 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing, then received a no delivery alarm. Customer was advised to perform a set change. The customer was then able to get insulin to exit the tubing with no alarm. The reservoir was returned for analysis, but not replaced.